Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On 10/05/2024, the patient¿s cgm reading on her tandem insulin pump was 64 mg/dl. No bg meter reading was taken at this time. The patient was feeling tired and nauseated. The patient self-treated by drinking soda. At an unspecified time after this, the patient lost consciousness. The patient¿s son called emergency medical services (ems). Ems arrived and transported the patient to the emergency room. The patient was unaware of what treatment or medication was provided to her by ems. The patient regained consciousness in the ER. The patient¿s bg level was 1200 mg/dl, and she was diagnosed with diabetic ketoacidosis (dka). The patient can not longer recall the treatment or medication she was provided in the ER. She was discharged home after three days and was instructed to discontinue use of her tandem insulin pump. The patient was ¿doing fine¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.